Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recu2323 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that during flushing they noted a leakage from the insertion point. They removed the device and noted that it is broken. No other information was provided.